Event description:
On (B)(6), additional information was received from the manufacturer representative (rep). The initial reporter was provided. Intermittent leaking was further described as "cerebrospinal fluid (csf) leak around the catheter". Catheter information was provided.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter h6; the previously reported device code c63137 no longer applies to this event. The previously reported patient code c76143 no longer applies to this event and has been updated to c50487. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was baclofen (unknown). The reason for use was not reported. It was reported that they opened up on (B)(6) 2020 and saw that the catheter had a tiny hole. The doctor cut that out and they are going to send back that portion of the catheter. The doctor also noticed there was some intermittent leaking where the catheter enters the dura so they took that spinal end out and then added a new portion of an 8782 at a lower level (l5-s1). Caller states that it originally was an 114.3 uncut 8780 - caller states they removed 30 cm total today and added 34.4 cm of a new 8782. Reviewed to prime only that portion if they clamped the pump segment. They reviewed programming steps. Portion of catheter to be sent back per the rep. There were no symptoms reported. There were no further complications reported/anticipated.